Event description:
It was reported by service report that the head end brakes were not functioning. The customer could not determine whether there was pt involvement and/or adverse consequences.

Manufacturer narrative:
Groove pin, brake rod, brake cam.